Event description:
During a routine overbed lift transfer of a patient, two straps holding the patient's left leg failed, resulting in the patient falling from the sling and striking his head on the floor. Upon examination of both straps, following the failure incident, a straight across "clean cut" was found on each strap. The cause of this failure is under investigation and is inconclusive at this time.